Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the intraocular lens implantation there was a crack/scratch on the lens. The lens then had to be exchanged with another lens in the same procedure. Additional information has been requested.